Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was dropping rapidly. A demo catheter was then put into use, and a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. During ablations, the pressure and flow were higher than expected. Additionally, a system notice was received indicating a mechanical component error. The procedure was aborted and a console servicing was scheduled. During review of a photographed bin file, a pressure overshoot was observed. No patient complications have been reported as a result of this event. (B)(6) 2026. It was later reported that the patient was under general anesthesia when the procedure was aborted.